Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a treated episode of ventricular arrhythmia, which was not converted despite a shock impedance of 153 ohms. The technical services (ts) assessed the episode and found under-sensing of the ventricular arrhythmia. A review of the history of the s-ICD system revealed a similar episode in 2022 with high shock impedance values, requiring multiple shocks to convert the patient. The ts recommended a chest x-ray (cxr) to verify system placement and expressed concern over high shock impedance measurements. Currently, this s-ICD system remains in service an no adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a treated episode of ventricular arrhythmia, which was not converted despite a shock impedance of 153 ohms. The technical services (ts) assessed the episode and found under-sensing of the ventricular arrhythmia. A review of the history of the s-ICD system revealed a similar episode in 2022 with high shock impedance values, requiring multiple shocks to convert the patient. The ts recommended a chest x-ray (cxr) to verify system placement and expressed concern over high shock impedance measurements. Subsequently a revision procedure was performed and the s-cd system was explanted and the patient is expected to get a transvenous device. No additional adverse patient effects were reported.